Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the lead was removed due to infection. There were no further patient complications reported as a result of this event.